Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 212mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, the customer stated that his glucose level did drop to 290 from 333mg/dl in a fifteen minutes period. The customer filled the reservoir with 300.0 units and only had 270.0 units left when he removed the reservoir. Explained the customer that since he was connected, he could have received up to 30.0 units from the priming process. The customer mentioned that the device was dropped on the floor and the case had a crack. Advised the caller to discontinue the use of the device and reverted to back up plan. No further information was provided.